Event description:
The matrix distractor (caspar version) was found broken in the set during a routine in-service for hospital personnel. The distractor was removed from the set, and at that time it was noticed that a small portion of the wing-nut was still in the pan. Upon inspection, it was found that the based of the wing-nut that kept it attached to the distractor was broken off. This did not have any affect or bearing on a surgery as it was during an in-service to show some of the scrub personnel how to utilize the instruments.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No irregularities were found during the device history record (DHR) review. The instrument was not returned for further evaluation, so no conclusions could be drawn.